Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill message when attempting to complete the load process. Reportedly, the cartridge was filled with approximately 150-200 units of insulin. The customer's blood glucose level was 325 mg/dl, and was addressed with a correction bolus. The customer loaded a new cartridge with 200 units of insulin and completed the load process successfully.